Event description:
It was reported that the pump was alarming and the customer was hospitalized with high bgs. Tech explained that this is the high pressure alarm indicating there is an occlusion, preventing the insulin delivery. Instructed customer to change set and monitor bgs closely.